Event description:
It was initially reported that the device had an illuminated service wrench icon. There was no patient use associated with the reported failure.upon further evaluation by physio-control, it was observed that the device failed to reach a full defibrillation charge for the requested setting and could not be used to deliver defibrillation therapy.

Manufacturer narrative:
(B)(4): physio-control evaluated the device at the failure analysis center and determined the cause for the malfunction to be due to an electrically open high energy storage capacitor.a replacement device was provided to the customer.